Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose level of 410 mg/dl. The customer stated that she put her carbs in and it would not give her any insulin. The customer was assisted with delivering bolus using bolus wizard on pump. The product was not returned for analysis.